Manufacturer narrative:
This report is associated with argus case (B)(4). Polident is marketed as poligrip in the us. Qa results: no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated.

Event description:
Suicidal thoughts. Rough throat [pharynx strange sensation of]. Feeling of phlegm. Bubbling between gum/slippery gum. Pain on roof of the mouth. Case description: this case was reported by a consumer via call center representative and described the occurrence of strange sensation of pharynx in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced strange sensation of pharynx, phlegm, gingival disorder, soreness roof of mouth, suicidal ideation (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the strange sensation of pharynx, phlegm, gingival disorder, soreness roof of mouth, suicidal ideation and product complaint were unknown. It was unknown if the reporter considered the strange sensation of pharynx, phlegm, gingival disorder, soreness roof of mouth and suicidal ideation to be related to polident denture adhesive cream. Additional details: it was reported that after using polident denture adhesive cream the patient's throat felt rough and he felt like he was "full of phlegm". The patient visited a otolaryngology clinic but was told that there was nothing wrong. It was reported that when the patient used the product and had a conversation with someone, a lot of bubbles formed between his gums and they felt slippery because the product melted. The patient used a complete top denture and a partial bottom denture. The bottom denture was fine as it had clasps, but the roof of the mouth hurt around the upper denture. It was reported that the patient had suicidal thoughts because he could not eat food. Follow up information received 17 november 2016 from final complaint investigation report. The product complaint was considered unsubstantiated.

Manufacturer narrative:
This report is associated with argus case (B)(4). Polident is marketed as poligrip in the us.

Event description:
Rough throat. Feeling of phlegm. Bubbling between gum/slippery gum. Pain on roof of the mouth. Suicidal thoughts. Case description: this case was reported by a consumer via call center representative and described the occurrence of strange sensation of pharynx in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced strange sensation of pharynx, phlegm, gingival disorder, soreness roof of mouth, suicidal ideation (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the strange sensation of pharynx, phlegm, gingival disorder, soreness roof of mouth, suicidal ideation and product complaint were unknown. It was unknown if the reporter considered the strange sensation of pharynx, phlegm, gingival disorder, soreness roof of mouth and suicidal ideation to be related to polident denture adhesive cream. Additional details: it was reported that after using polident denture adhesive cream the patient's throat felt rough and he felt like he was "full of phlegm". The patient visited a otolaryngology clinic but was told that there was nothing wrong. It was reported that when the patient used the product and had a conversation with someone, a lot of bubbles formed between his gums and they felt slippery because the product melted. The patient used a complete top denture and a partial bottom denture. The bottom denture was fine as it had clasps, but the roof of the mouth hurt around the upper denture. It was reported that the patient had suicidal thoughts because he could not eat food.